Event description:
It was reported that during inspection by the customer, the autopulse platform did not work with one particular autopulse nimh battery (sn: (B)(4)). The platform displayed a user advisory 45 (not at "home" position after power-on/restart). The lifeband was re-installed but the same thing happened. Customer reported that the message was cleared by changing out the battery. They tried 3 other batteries and did not get any error messages. No patient involvement was reported.

Manufacturer narrative:
The autopulse battery in complaint was evaluated by zoll (B)(4). Investigation results as follows: the battery has been used by the customer for more than 2 years. Some test values showed irregular results in several times of check after test cycle (pow:80-300, imp: 910-1500) number of test cycle count is very small compared to the term when the customer has kept the device. Error message 45 did not come up when battery was tested with the autopulse demo device. As a result, zoll (B)(4) concluded that the platform did not work properly due to insufficient battery management by the customer and the battery meeting its life duration. Investigation could not determine a root cause for the reported user advisory 45 message experienced with autopulse nimh battery with sn: (B)(4). Please see related MFR report #3003793491-2013-00955 for autopulse resuscitation system, model 100 with sn: unknown.